Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited no disposable found alarm. It was also reported that the patient returned to the clinic the next morning and medication was dispensed using an empty bag and a different set of tubing. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional information added to d3, g2 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147.